Manufacturer narrative:
B5: the event description was updated due to the additional information received. B6: was updated. H.6. Code c19: a review of the manufacturing records indicated the lots met all the pre-release specifications. A review of the sterilization records indicated the lots met all the pre-release specifications. Also was used: dsf1433/(B)(6) UDI# (B)(4). Code f28 was used to cover that the adverse event is noted to be ongoing. The physician is monitoring the patient. Code a27 was used to cover that the patient was noted to have bilateral surgical puncture site infection. Treatment was required. Code a24 was used to cover that the patient is prone to the skin infection, and it is likely to be infection due to a skin fold and moisture. There are no concerns that the gore sheaths were infected. It was reported that there are no concerns that the gore sheaths were infected. The patient is prone to the skin infection, and it is likely to be infection due to a skin fold and moisture. However, no swabs were done. According to the gore® dryseal flex introducer sheath instructions for USA (IFU), possible adverse events and complications that may occur with the use of gore® dryseal flex introducer sheath which may or may not require intervention include but are not limited to infection.

Event description:
On (B)(6) 2025, the patient underwent endovascular treatment for an abdominal aortic aneurysm. The patient was treated with a gore® excluder® conformable aaa endoprosthesis in the infrarenal abdominal aorta, gore® excluder® aaa endoprosthesis contralateral leg devices in the right and left common iliac arteries. The gore® devices were successfully navigated to the intended locations and successfully deployed. Two gore® dryseal flex introducer sheath devices were used for access (dsf1633/ (B)(6)- right side and dsf1433/ (B)(6)- left side). The endovascular access method was by cut down on the left and right. Device catheters were successfully removed after successful access, delivery and deployment of the devices. There were no access-related complications. On (B)(6) 2025, the patient was noted to have bilateral surgical puncture site infection. Treatment was required. The patient was treated with curam duo 500/125 medication for 1 week starting on (B)(6), 2025. It was reported that on (B)(6) 2025 the bilateral surgical puncture site infection was still ongoing. The patient finished antibiotic treatment on (B)(6) 2025, reported that the left groin was completely healed, and the right groin still had a small spot to heal. But the wound was completely closed. The situation is monitoring. Reportedly, the patient is prone to the skin infection, and it is likely to be infection due to a skin fold and moisture. No swabs were done (the patient was treated by general practitioner). It was originally reported bilateral redness, weepy puncture sites and pain. There are no concerns that the gore sheaths were infected. The adverse event is noted to be ongoing. The physician is monitoring the patient.

Manufacturer narrative:
H.6. Code c21: a review of the manufacturing records for the devices are going to be conducted. The sheaths were discarded at the facility and are not available for analysis. The investigation is in process. Further information will be provided. Also was used: dsf1433/(B)(6) UDI# (B)(4). It is unknown what sheath was used on what side. Code f28 was used to cover that the adverse event is noted to be ongoing. The physician is monitoring the patient. Code e2401 was used to cover that it is unknown what kind of infection was noted. Code a27 was used to cover that the cause of infection remains unknown. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2025, this 74-year-old female patient underwent endovascular treatment for an abdominal aortic aneurysm. The patient was treated with a gore® excluder® conformable aaa endoprosthesis trunk ipsilateral leg device in the infrarenal abdominal aorta, a gore® excluder® aaa endoprosthesis contralateral leg device in the right common iliac artery, and a gore® excluder® aaa endoprosthesis contralateral leg in the left common iliac artery. The gore® devices were successfully navigated to the intended locations and successfully deployed. The endovascular access method was by cut down on the left and right. Device catheters were successfully removed after successful access, delivery and deployment of the devices. There were no access-related complications. On (B)(6) 2025, the patient was noted to have bilateral surgical puncture site infection. Treatment was required. The patient was treated with curam duo 500/125 medication for 1 week starting on (B)(6) 2025. The adverse event is noted to be ongoing.